Manufacturer narrative:
Failure analysis confirmed that the insulin pump was unable to prime during prime/a33 test and motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold) motor passed motor test. Analysis was unable to perform the occlusion and excessive no delivery test due to motor error alarm and prime fill anomaly. No moisture damage found inside the pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 179 mg/dl. The customer stated the insulin pump was exposed to rain water. He stated there is water under the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.